Event description:
The customer reported obtaining a non-flagged elevated white blood cell (wbc) result of 31.0 on a patient sample involving the coulter lh 780 hematology analyzer. The customer stated that a rerun generated wbc result of 19.4. Upon review of the data, the wbc results from three apertures were 31.9, 11.3, and 31.6, respectively. The review indicated that the initial wbc result was 31.7, which was an average of the results from aperture one (31.9) and aperture three (31.6) after voting out aperture two (11.3). The rerun result was 19.2. Although the initial and rerun of the wbc results were not flagged by the analyzer, the customer flagged the results as "action high." All differential results on the initial run had instrument replacement flags. All other parameters correlated between initial run and rerun. The customer stated that the manual differential results was reported out as correct, but was not provided / available. All controls run prior to this event were within range and had no further issues. There were no reports of injury or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found the wbc aperture would not match intermittently, and replaced the wbc apertures, o-rings, and count line tubing. The fse completed adjustments after the part replacement. The system was validated and verified by the fse. (B)(4).